Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Reportedly, the customer would remove the o-ring from the pump and load the cartridge to resume insulin therapy. Customer's blood glucose level was 90 mg/dl.